Event description:
The device targeted the vessel and would not release. Several attempts were made to release the device and were unsuccessful. Finally dislodged, and had a bleeder and converted to open cholecystectomy. Permaclip cartridge jammed during a laparoscopic cholecystectomy. Multiple attempts to dislodge the tissue within the clips were unsuccessful. To release the tissue used dissecting scissors to divide the tissue trig vessels from the cystic artery contained in the tissue showed signs of bleeding. Converted to open cholecystectomy to control bleeding.

Manufacturer narrative:
This is a reusable handle that uses single use disposable cartridges. The hospital is at this time retaining the actual device. A multifunctional team went to the hospital and talked with the staff. At this time, they were allowed to examine the device. A supplemental report will be filed when I have received their report of this on site evaluation. Additional info from user facility report: (B)(6) 2007. Permaclip cartridge. (Lot #): 0706041. (B)(6).